Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient's pump was explanted. The reason for explant is currently unknown.

Manufacturer narrative:
(B)(4). Additional information was received concerning reason for explant.

Event description:
It was reported that the patient experienced pain and discomfort. The pump was subsequently explanted.